Event description:
Dr has had eight pts that have had reactions to three different batches of coe pak peridontal dressing material. After using the dressing after periodontal surgery, some pts suffered burning and ulceration of the gum tissue. Other pts experienced extended pain and prolonged anesthesia.